Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(6), information was received from a consumer regarding a (B)(6), male patient who was receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's concomitant medications included oral methadone. In (B)(6) 2015, the patient's pump started to alarm. The patient had heard it alarm for a while and now he didn't the pump had not been read to confirm the alarm. On 2015 (B)(6), the patient experienced itching near the pump site. The patient planned to have the pump taken out but he missed his pre-operative appointment because, he got sick. The patient confirmed that the sickness was not due to the pump. The patient was having a hard time getting in touch with his healthcare provider (hcp) and the nurse at the veteran affairs (va) office was helping him find a hcp to explant the pump. The patient reported the pump was currently empty. Additional information has been requested regarding actions taken and the event&#38112;outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.